Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the device triggered elective replacement indicator. It was also reported that there was unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949-65 implantable tachy lead, (B)(6) 2006; 5076-52 implantable pacing lead, (B)(6) 2006; 5071-53 implantable pacing lead, (B)(6) 2006; 5071-53 implantable pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the device triggered elective replacement indicator. It was also reported that there was unexpected longevity. Frequent generator changes were also noted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.